Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was 399 mg/dl at the time of incident. The customer's blood glucose was 424 mg/dl at the time of call. The customer stated that he treated her high blood glucose with the insulin pump. The customer stated that he accidentally pulled his set out which contributed to the high blood glucose. The customer stated that he changed his set then tried delivering 5 units and saw drops. The customer stated that he believes that the insulin pump was under-delivering. The customer stated that he forgot to fill the cannula and a dead space after removing the introducer needle. The customer performed displacement test and the insulin pump passed. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.